Manufacturer narrative:
This report is submitted on november 15, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site, exposing the receiver/stimulator. Subsequently, the patient was hospitalized for a duration of two days (specific date not reported). During the admission, the patient was administered with IV antibiotics (specific date not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 10, 2024.